Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, during the procedure, the device was pulled all the way out of the patient's stoma site. As a result, the button deployed and detached. It was noted that a portion of the button cap was missing. The physician believes the cap was missing before the procedure because it was not found inside or outside the patient, and stated "it is improbable that it remained inside the patient's stomach." The procedure was not completed the same day because the patient suffered from pneumoperitoneum. After the patient recovered from the pneumoperitoneum (exact date is unknown), a surgical gastrostomy was performed.

Manufacturer narrative:
The reported event portion of button cap was detached. Patient (B)(4): no code available- relates to pneumoperitoneum. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.